Manufacturer narrative:
(B)(4). The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. Insulin pump passed the seat & rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an under-delivery anomaly. Blood glucose value was 484 mg/dl at the time of the incident. The customer was not hospitalized. The customer had symptoms of thirst, nausea, and a headache troubleshooting was performed and the device will be replaced and returned.